Manufacturer narrative:
This follow up report is being submitted to include additional information received from the customer. The following sections were updated: b5, h2, h10 olympus will continue to monitor complaints for this device.

Event description:
It was further reported that the problem was first identified during preparation for use, prior to a cholecystectomy operation. However, the same issue occurred during the operation. The same device was used to complete the operation.

Manufacturer narrative:
Updated fields: h4, h6, and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, although a conclusive root cause could not be determined, it is likely the reported issue (coupler¿s movement is stiff sometimes) occurred due to corrosion on the coupler. Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, heavy corrosion was found on the coupler. In addition, white dots in image and water leakage from the cable assembly/focus switch were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd autoclavable camera head coupler is tight. During a standard service inspection of the customer returned device, heavy corrosion was found on the coupler. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.